Event description:
On (B)(6) 2023, a clindex notification was received indicating that a severe complication occurred that resulted in revision surgery of a patient listed on the shoulder arthroplasty registry. The patient underwent surgery on (B)(6) 2023 in which the arthrex univers revers system was implanted. On (B)(6) 2023, the patient started experiencing pain. The patient was going to physical therapy and appeared to be improving but the started to feel popping in the right shoulder. X-rays were taken on (B)(6) 2023, which showed a disengaged metaphyseal cup. The patient underwent revision surgery on (B)(6) 2023. No additional information was reported.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.